Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 385100 and lot number 5066825. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect similar issues during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No new information.

Event description:
On (B)(6) 2026, at 10:18 a.m., the nurse used bd prefilled tubing fluid (5 ml) to connect a connector in preparation for tubing, and there was a leak in the infusion connector, which was resanitized and the connector was replaced to flush the tubing and then connected to the fluid infusion.

Manufacturer narrative:
E.1. Characters limit is exceeded at facility name: (B)(6) hospital, (B)(6) hospital, (B)(6). A device history record review was completed by our quality engineer team for provided material number 385100 and lot number 5066825. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect similar issues during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.